Event description:
Boston scientific crm received information that this right ventricular defibrillation lead had been exhibiting high impedances since (B)(6) 2009. At the last follow up visit on (B)(6) 2010 the impedance was 2400 ohms. The patient has stated that he had fallen in (B)(6) 2009. A revision procedure was performed; the lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
A new lead was successfully implanted. As the explanted lead was surgically abandoned; the lead will not be returned to boston scientific crm. Therefore, the clinical observations can not be confirmed. Should additional information become available an amended report will be submitted.